Manufacturer narrative:
Note: all information contained in this report is provided by the manufacturer. ((B)(4)) a review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. ((B)(4)) one retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at (B)(4) as per iso 7198. The test result indicated a value well within product specifications. Please note that the device was not used in an approved indication. No conclusion can be drawn. However, all available information and the product testing performed would tend to indicate that the device was not defective.

Event description:
During an aortic surgery using a hemashield woven aortic arch performed on (B)(6) 2014. An intergard graft was used to help cannula access. When the surgeon opened the clamps, the intergard graft started weeping. After 2 hours of procedure, the weep decreased a little. After discontinuation of extracorporeal support, the graft was removed and discarded.